Manufacturer narrative:
Manufacturer's device analysis results the product associated with the complaint (replens vaginal moisturizer, lot kk422503) was not returned for evaluation. A full review of batch manufacturing records, packaging records, raw materials, equipment logs, analytical and microbiological testing, retained samples, and stability data confirmed that the lot met all specifications at the time of release. No deviations, anomalies, equipment issues, or material-related concerns were identified. Transportation and storage records indicated no temperature excursions. Based on all available data, no root cause could be identified. Remedial action / corrective action / preventive action: no corrective or preventive action is required. All evidence confirmed the product was compliant, and no systemic or manufacturing-related issues were identified. Internal corrective action reference number: investigation reference: evt00030675. CAPA reference: n/a - CAPA exemption justified under sop*227 rev:006. Completed actions: comprehensive review of batch manufacturing records (raw material weighing, bulk production, packaging documentation). Review of analytical and microbiological test results for both bulk and finished product. Inspection of retained samples and review of stability data. Review of equipment qualification, calibration, and cleaning records.assessment of transportation and storage conditions at montreal and mississauga facilities.trend analysis for ade type complaints and formulation-related events.these activities confirmed the lot met all specifications, and no root cause could be established. Planned actions and proposed timeline for completion: none planned. No CAPA is required due to the inconclusive root cause and absence of any product or process-related deficiency. Other similar events manufacturer / sponsor aware of no other events associated with this specific batch. Since 01-jan-2024, the manufacturer has been made aware of 141 other adverse event reports involving symptoms such as yeast infection, burning sensation, or pelvic pain associated with the device. During this period, over 10.4 million units have been shipped. Countries where these similar adverse events occurred: australia: 1 (inclusive of this report), canada: 14,united states: 126.

Event description:
This spontaneous case was reported by a 28-year-old female consumer from australia via email and followed up by a consumer adverse reaction report, an ed (emergency department) discharge summary, and a therapeutic goods administration (tga)-medical device incident report investigation scheme (iris) database entry including the investigation summary and manufacturer's device analysis results. The reporter (consumer) reported using replens vaginal moisturizer disposable applicators via the topical route, as suggested by doctor for dryness. The reporter purchased it in (B)(6) 2025. As per reporter, "I'm writing to report a serious adverse reaction following use of replens vaginal moisturiser and to request investigation and a prompt, fair resolution. Shortly after use, I developed a yeast infection (first occurrence I have had one). I ceased use until this cleared and used treatment to clear. After using again on (B)(6), I first experienced burning sensation upon application and severe pelvic pain, the next day I experienced fleshy discharge which I photographed and brought a sample to my gp to inspect." The reporter stated, "I presented to hospital ed on wednesday evening (B)(6) 2025 after initial consultation with my gp that day, as my symptoms worsened and was directed to attend ed if this occurred. I was referred by gp to have an ultrasound with the referral querying pid the following afternoon." She further reported, "on (B)(6) 2025 while at ed, I was diagnosed with pelvic inflammatory disease (pid) and treated with IV antibiotics, as well as 2 other oral antibiotics. They asked about any foreign things being cause strange fleshy material discharge and I mentioned replens gel to them, as I had had nothing else inserted. Even though the hospital was made aware of my pelvic ultrasound appointment I had the following afternoon, the hospital arranged an urgent ultrasound the next morning. I am awaiting the final report; bilateral ovarian pain was noted, and a tubo-ovarian abscess was considered. Given the severity, the hospital treatment, and the similarity of my experience to other consumer reports (infections, bleeding, cramping, and mucosal shedding following replens use), I believe this represents a significant product-safety concern. At the time of adverse reaction report completion (B)(6) 2025), the reporter reported that after earlier use, she experienced her first ever yeast infection and burning after application, large amount flesh discharge, cramping, pain, and bleeding (not on period) which were severe. When asked "date, time, and duration of the reaction," the reporter reported, "first reaction with yeast infection; used otc pharmacy cream to treat (approximately 1 week until resolved). Second reaction-used 5/10. Went to ed (B)(6) for treatment, approximately for 7 days. When asked, "how was the adverse reaction treated?" The reporter stated "for severe reaction she went to gp and then ER as it got worse. Exams in ed, treated with 2x IV antibiotics and 2x courses of oral antibiotics for 2 weeks. She was examined in ER and diagnosed pid". The reporter reported she presented in ed on (B)(6) 2025, at 20:00 and left after midnight early (B)(6). As per reporter, she was given antibiotics, pain relief and anti-nausea medications. When asked, "was the reaction or symptoms medically confirmed? Reporter stated "yes". As per ed discharge summary, on (B)(6) 2025, she presented herself to the emergency department for flesh-like discharge, bleeding, nausea, and pain in the pelvic region. She reported yesterday at 2 where she went to gp, having discharge like material long and flesh like, second time she had a discharge with blood and mucous and third time she had the same symptoms. She stated that it is associated with pain in the abdomen and discomfort, comes and goes, and when it comes, it is a severe 10 out of 10. She had frequent urine and urgency but no burning for the past couple of weeks. Her gp concerned of it is a miscarriage. The reporter confirmed that she denies of any condom use, tampon, or anything put in the vagina. As per reporter, urine sample and blood withdrawn were before the examination. The reporter reported no bhcg in urine or blood, bloods were all normal and vitals are all stable. On abdominal examination lower abdominal tenderness, otherwise soft and lax abdomen on pelvic examination: pv, on speculum examination showed bleeding and mucous, on bimanual examination, reported cervical motion tenderness bilateral sides. She reported on the gloves discharge and bleeding noticed. She reported high vaginal swab was sent to the pathology. The following investigations were undertaken in the department: fbc, uec, lft, bhcg, high vaginal swab mcs and us pelvis. The reporter stated she had been taking antibiotics from gp like amoxicillin and clavulanic acid, and other medications included dexamethasone, duloxetine, ondansetron and drospirnone, ethinylestradiol, semaglutide, mefenamic acid, and tranexamic acid. Her doctor prescribed antibiotics IV ceftriaxone two grams and azithromycin one now and one for the other week and prescription for 14 days metronidazole. Pain medication and ondansetron were given. She had an appointment for abdominal and vaginal ultrasound in the gp tomorrow. No additional information was given. As per the tga medical device incident report investigation scheme (iris) database entry and the investigation summary received via the health authority (tga) on 09-feb-2026: duration of flesh discharge, abdominal pain, and vaginal bleeding was from (B)(6) 2025, and then those were resolved. As per the ha report, when asked, "do you have a sample of the product or any other supporting material? Reporter response was "yes." As per the ha investigation summary: type of problem (level 1) was provided as "patient device interaction problem," and "cause of problem (level 1)" was provided as "no findings available." The "outcome of investigation" was provided as "reviewed, for trending purposes only." The summary of investigation, "no further investigation will occur at this time; however, the tga will continue to monitor the rate and pattern of occurrence and may re-open the file as appropriate." Follow-up information received on 18-nov-2025 does not change the reportability of the case, as there was no new information received. Follow-up information was received on 09-feb-2026 and 11-feb-2026: a copy of the medical device incident report investigation scheme (iris) database entry, including the investigation summary (ref. Dir no. (B)(4) from tga was received. Event descriptions were added (start and stop dates and outcomes updated for events 'flesh discharge,' 'abdominal pain,' and 'vaginal bleeding'). The tga investigation summary was added. Manufacturer's device analysis results were added. Case narrative was updated accordingly. New information received was assessed, and it does not change the reportability of the case.

Manufacturer narrative:
Not available.

Event description:
This spontaneous case was reported by a 28-year-old female consumer from australia via email and followed up by consumer adverse reaction report and an ed (emergency department) discharge summary. The reporter (consumer) reported using replens vaginal moisturizer disposable applicators via the topical route, as suggested by doctor for dryness. The reporter purchased it in july 2025. As per reporter, "I'm writing to report a serious adverse reaction following use of replens vaginal moisturiser and to request investigation and a prompt, fair resolution. Shortly after use, I developed a yeast infection (first occurrence I have had one). I ceased use until this cleared and used treatment to clear. After using again on 5/10, I first experienced burning sensation upon application and severe pelvic pain, the next day I experienced fleshy discharge which I photographed, and brought a sample to my gp to inspect." The reporter stated, "I presented to hospital ed on wednesday evening (B)(6) 2025 after initial consultation with my gp that day, as my symptoms worsened and was directed to attend ed if this occurred. I was referred by gp to have an ultrasound with the referral querying pid the following afternoon." She further reported, "on (B)(6) 2025 while at ed, I was diagnosed with pelvic inflammatory disease (pid) and treated with IV antibiotics, as well as 2 other oral antibiotics. They asked about any foreign things being cause strange fleshy material discharge and I mentioned replens gel to them, as I had nothing else inserted. Even though the hospital was made aware of my pelvic ultrasound appointment I had the following afternoon, the hospital arranged an urgent ultrasound the next morning. I am awaiting the final report; bilateral ovarian pain was noted, and a tubo-ovarian abscess was considered. Given the severity, the hospital treatment, and the similarity of my experience to other consumer reports (infections, bleeding, cramping, and mucosal shedding following replens use), I believe this represents a significant product-safety concern. At the time of adverse reaction report completion (28-oct-2025), the reporter reported that after earlier use, she experienced her first ever yeast infection and burning after application, large amount flesh discharge, cramping, pain, and bleeding (not on period) which were severe. When asked "date, time, and duration of the reaction," the reporter reported, "first reaction with yeast infection; used otc pharmacy cream to treat (approximately 1 week until resolved). Second reaction-used 5/10. Went to ed 8/10 for treatment, approximately for 7 days. When asked, "how was the adverse reaction treated?" The reporter stated "for severe reaction she went to gp and then ER as it got worse. Exams in ed, treated with 2x IV antibiotics and 2x courses of oral antibiotics for 2 weeks. She was examined in ER and diagnosed pid". The reporter reported she presented in ed on (B)(6) 2025, at 20:00 and left after midnight early 9 oct.  As per reporter, she was given antibiotics, pain relief and anti-nausea medications. When asked "was the reaction or symptoms medically confirmed? Reporter stated "yes". As per ed discharge summary, on (B)(6) 2025, she presented herself to the emergency department for flesh-like discharge, bleeding, nausea, and pain in the pelvic region. She reported yesterday at 2 where she went to gp, having discharge like material long and flesh like, second time she had a discharge with blood and mucous and third time she had the same symptoms. She stated that it is associated with pain in the abdomen and discomfort, comes and goes, and when it comes, it is a severe 10 out of 10. She had frequent urine and urgency but no burning for the past couple of weeks. Her gp concerned of it is a miscarriage. The reporter confirmed that she denies of any condom use, tampon, or anything put in the vagina. As per reporter, urine sample and blood withdrawn were before the examination. The reporter reported no bhcg in urine or blood, bloods were all normal and vitals are all stable. On abdominal examination lower abdominal tenderness, otherwise soft and lax abdomen on pelvic examination: pv, on speculum examination showed bleeding and mucous, on bimanual examination, reported cervical motion tenderness bilateral sides. She reported on the gloves discharge and bleeding noticed. She reported high vaginal swab was sent to the pathology. The following investigations were undertaken in the department: fbc, uec, lft, bhcg, high vaginal swab mcs and us pelvis. The reporter stated she had been taking antibiotics from gp like amoxicillin and clavulanic acid, and other medications included dexamethasone, duloxetine, ondansetron and drospirenone, ethinylestradiol, semaglutide, mefenamic acid, and tranexamic acid. Her doctor prescribed antibiotics IV ceftriaxone two grams and azithromycin one now and one for the other week and prescription for 14 days metronidazole. Pain medication and ondansetron were given. She had an appointment for abdominal and vaginal ultrasound in the gp tomorrow. No additional information was given. Medical history- as per reporter, she has codeine allergies. Concomitant medications- unknown.